Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that the insulin pump was broken and had blank display. The customer¿s blood glucose was unknown. It was also reported that the screen had black spot and did not turned on. The insulin pump will be returned for analysis.

Event description:
Notes updated: an attempt to contact the patient was made, but patient declined to provide the weight.

Manufacturer narrative:
Device received with blank display due to cracked and bleeding lcd. Unable to perform the displacement and self test due to cracked bleeding lcd noted. Device received with cracked lcd window.